Event description:
A report was received that the patient was having uncomfortable stimulation and when she bent over, she heard a snap and the stimulation stopped working. The physician indicated that the lead had broken and the patient will undergo a revision.

Event description:
A report was received that the patient was having uncomfortable stimulation and when she bent over, she heard a snap and the stimulation stopped working. The physician indicated that the lead had broken and the patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to physician's preference. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted percutaneous leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: enh st ld kit.